Event description:
This report is being filed to update the evaluation conclusion code.

Event description:
It was reported that the patient was subsequently seen for an in clinic follow-up. The device was interrogated and updated to the latest software and the battery depletion message was successfully cleared from the device. The battery status was noted to be at 83 percent remaining with no further anomalies observed. The physician plans to continue monitoring.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. Analysis of device memory noted an attempted telemetry session followed by stored atrial fibrillation (af) episodes with misaligned markers in addition to a high power consumption condition. Engineering analysis noted that the misaligned markers would have prevented the device from successfully detecting and treating an arrhythmia and the issue was determined to be related to a timing issue on the telemetry chip. Further review of device memory noted that a successful telemetry session was subsequently performed and should have corrected the issue. Appropriate device function was then noted following the successful telemetry session. Engineering analysis also noted the device was dumping the capacitors prior to lead impedance tests. The programmer log shows a lead impedance measurement that required a dump, and it was done in the appropriate amount of time. The behavior appeared to be benign. This product remains implanted and in service. No adverse patient effects were reported.